Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise over-sensing on the right atrial (ra) lead. Programming changes were recommended. No patient symptoms or intervention was reported.